Manufacturer narrative:
The field service engineer checked all probes and found that they were acceptable. He found an issue with the wash tubing and found the tube from the acid wash nozzle was disconnected at the vacuum chamber. He reconnected and rearranged the tubing. He checked the cuvette wash levels and found the ultrasonic mixer was not pushed entirely against the positioning plate. He repositioned and secured the ultrasonic mixer. Cell blank measurement and photometer checks were performed and were acceptable. Calibration and qc were acceptable. He checked the cuvette rinse tubing and rinse levels. He performed an ultrasonic mixer adjustment and cleaned the sample and reagent pipetting lines. He replaced the gear pump head and adjusted the pressure. Calibration and qc were acceptable. Hardware checks were performed and passed. General reagent issues were excluded as the correct result was obtained with the same reagent upon repeat testing. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable bilirubin total gen. 3 results for five patients from the cobas 6000 c501 module. The clinician questioned the results as they did not fit the clinical picture and were unexpected. The samples were repeated on (B)(6) 2024. Specific data was provided for four of the patients. Patient 1 initial result was 421 mol/l and the repeat result was 261 mol/l. Patient 2 initial result was 185 mol/l and the repeat result was 121 mol/l. Patient 3 initial result was 188 mol/l and the repeat result was 121 mol/l. Patient 4 initial result was 185 mol/l and the repeat result was 97 mol/l. One patient received phototherapy, but there was no allegation of an adverse event.